Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided except the patient is a male.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "patient insulin infusion stopped, and IV pump turned off. Roller clamp to IV shut. IV with insulin line remained connected to patient IV. Within hour, rn goes into room to obtain extra IV pump. IV pump is removed from room. Rn goes into patient room thereafter to find insulin line free flowing into patient IV. IV pump has been removed. Clamp and roller clamp open." An incomplete date of event of (B)(6) 2018 was provided.

Event description:
At 1535 the insulin drip was infusing at 1unit/hr. After the event it was estimated that the patient received approximately 8 mls of insulin during this infusion time. D10 prn pushes and ten minute glucose checks were done until the blood glucose was stable. Although the patient denied hypoglycemic symptoms during the event the patient's lower blood glucose was 54mg/dl.